Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in a sensor state 1 (indicating storage state) an insertion failure was observed. A watermark at the base of the tail was observed. Visual inspection was performed on the sensor plug and no failure modes were observed. Activated sensor with known good reader and performed accuracy testing while in the test fixture. All results were within specification. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified error message upon scanning the freestyle libre 2 sensor, and therefore was unable to obtain glucose scans. The customer began to feel hypoglycemic, dizzy, and experienced seizure, however, was able to regain composure and self-treat. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified error message upon scanning the freestyle libre 2 sensor, and therefore was unable to obtain glucose scans. The customer began to feel hypoglycemic, dizzy, and experienced seizure, however, was able to regain composure and self-treat. No additional details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving an unspecified error message upon scanning the freestyle libre 2 sensor, and therefore was unable to obtain glucose scans. The customer began to feel hypoglycemic, dizzy, and experienced seizure, however, was able to regain composure and self-treat. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.